Event description:
The pump was returned for investigation. Investigation revealed a crack and corrosion in the battery compartment, stripped threads on the battery cap, and a dim display. This report is made based on results of investigation completed on 11/01/2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/01/2013 with the following findings: visual inspection revealed a crack from the top of battery compartment to the pump case seal. Moisture corrosion was visible in the battery compartment. The pump cover was removed to inspect internal components and there was no evidence of moisture in the main pump compartment. The threads on the battery cap were observed to be stripped. The display screen was observed to be dim and pink. The dim display was replaced with a new test display and functioned normally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.